Event description:
It was reported that the patient received inappropriate therapy due to oversensing. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal abrasion underneath the svc shock coil. The etfe coating of one of the sensing cables was damaged in this location. External abrasion was found at 45cm from the lead tip and internal abrasion at 27.5cm to 28.5cm from the lead tip.